Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model: mc1vr01-delsys, expiration date: 28-jul-2020, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no dev rtn to MFR? No. Mfg date: 14-mar-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of a leadless implantable pulse generator (ipg), there was a difficulty in recapturing the device into the cup after first deployment. The distal edge of the cup was noted be deformed due to mechanical compression. A second leadless implantable pulse generator (ipg) was implanted successfully. No patient complications have been reported as a result of this event.